Event description:
Proximal catheter has a cut in the brain before open pt's skull for shunt revision operation. This report is asking why that catheter has a cut.

Manufacturer narrative:
The valve arrived with a 2 cm segment of ventricular catheter sutured to the inlet connector and a 1 cm segment of peritoneal catheter sutured to the outlet connector. The ventricular catheter tip had jagged edges and a tear consistent with a break. The peritoneal catheter tip had smooth edges consistent with being cut by a sharp instrument. The rest of the catheters were unavailable for return, therefore, a full eval of the catheters' performance was not possible. It is unk how or when the damage occurred. There were large amounts of red proteinaceous debris on the interior of the reservoir and silicone membrane of the valve. The valve did not pass leak testing due to several tears noted on the reservoir and base of the outlet connector. The instructions for use that accompanies the product caution that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.